Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6).: h3: analysis of the wireless recharger (serial #: (B)(6). Revealed the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) was not able to charge itself. The green light was blinking fast and continuously without being fully charged and the patient could use the device. It was replaced with a new device. The cause was unknown but the issue was resolved.